Manufacturer narrative:
.

Event description:
Philips healthcare received a complaint stating that, on (B)(6) 2016, a heel warmer was activated and applied to a patient's arm. The patient was reportedly a (B)(6) week gestation male who weighed (B)(6) grams. It was reported that the heel warmer caused burn like redness. Per the customer, a wound dressing was placed on the patient&#62688;arm to make sure it didn't blister. This is not considered to be emergent treatment. The product was in use when the incident occurred.